Event description:
During a tmj reconciliation it was identified that tmj tracking cards were received at biomet indicating the implants were explanted.

Manufacturer narrative:
Part number and lot number received and added to file. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a known part number or lot number the device manufacturing history is unable to be reviewed. A list of possible part and lots are documented in the complaint file. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.